Manufacturer narrative:
The frame and casters were replaced to fix the reported issue.

Event description:
The hospital reported that, the unit has broken wheel, and the wheels become detached from the cart. There was no reported patient involvement.